Event description:
It was reported that this pacemaker device exhibited longevity drop to currently remaining at one year. The patient is not dependent on this pacemaker system, so the plan is to continue monitoring and check the patient again in three months. The physician stated that the battery consumption was increased in last year and requested to investigate more. This device remains in service. No adverse patient effects were reported.